Event description:
It was reported a pericardial effusion (pe) occurred. During a watchman flx left atrial appendage closure (laac) procedure, a versacross access solution kit was selected for use. The transseptal puncture was completed. The versacross rf wire was pulled back more than once to try and get into the left superior pulmonary vein (lspv). The watchman closure device was successfully implanted in the left atrium appendage (laa) of the patient using a 4d intracardiac echocardiography (ice). Several hours post procedure, the patient was noted to have a pericardial effusion at posterior/apical. The physician performed a pericardiocentesis and removed 120ccs of dull colored fluid from the patient. The physician thought it was a chronic as the patient was stable the entire time. The patient made a full recovery and was discharged from the hospital the next day. The device is not expected to be returned for analysis. In the physician opinion, the effusion came from the transseptal access. There was difficulty noted with tsp involving the dilator, it was mildly difficult to cross the septum with the versacross dilator. Some challenges to position on septum but was within a standard case. The versacross rf wire kept going into the appendage instead of the lspv. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross rf wire. A conclusion has yet to be established as the investigation is incomplete.